Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a revision procedure was performed due to a lead dislodgement. During the revision procedure the helix would not come retract all the way. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection found cuts through the insulation along with deformed anode coil at 37 centimeters from the terminal pin. There was dried blood in the anode coil through the cuts. The helix was returned retracted and dried blood was noted in the helix region. An x-ray was taken which showed a stretched inner cathode coil tip at 58 to 59 centimeters from the terminal pin. Laboratory testing was unable to reproduce the reported clinical. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the dislodgement.